Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that autopulse li-ion batteries were discharging voltage rapidly when inserted into the autopulse platform (serial #(B)(4)). No patient involvement. Autopulse platform was submitted under MDR 3010617000-2020-00029.